Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient extension set leaked from the connection with the patient line of a homechoice cassette. This event occurred during initial drain while patient was connected. The renal therapy service agent assisted the caregiver in ending therapy on and advised them to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.